Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced pain at the implantable neurostimulator (ins) site as it was moving in the pocket. Surgical intervention was undertaken and the system was removed.